Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's hip was revised due to instability. An osteonics morse taper head and 10° osteonics insert were revised to a constrained liner and new femoral head. Rep provided a portion of the primary usage sheet and confirmed that no further information will be released.